Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service engineer (fse) evaluation report - the transducers were verified by running the extended self test (est). The ventilator was returned to service.

Event description:
The customer reported, during setup of an avea ventilator, the device displayed exhaled high peak pressure alarm and circuit disconnect. Upon further investigation, the customer reported no patient involvement.